Event description:
Per the clinic, the patient experienced pain and an infection at the implant site which subsequently was treated with antibiotics (specific date, type and duration not reported). The implanted device remains.